Manufacturer narrative:
(B)(4) upon completion of the investigation a follow up report will be filed.

Event description:
Customer reported: "evd was given to me by a nurse working on a weekend. Csf was found on the floor by staff. Staff checked clamps and stop cocks were secure and it appeared to have no cracks. I am unable to give stock or batch numbers of the device as it was inserted in theatres up to 2 weeks ago." Per affiliate: what action was taken to resolve the issue? After checking the clamps etc. Were secure, the device continued to leak from an unknown origin, so it was replaced with a new device. Were there any adverse consequences to the patient? There was no adverse consequence to the patient.

Manufacturer narrative:
The device was returned for evaluation. Upon completion of the investigation, a followup report will be submitted.

Manufacturer narrative:
Upon completion of the investigation it was noted that the photos of the broken device were shown to engineering department, they confirmed that the broken device was not a codman device. The eds iii stop cocks and needless port were visually inspected, no defects found. The eds iii stop cocks and needless port were tested for leaks, no leaks were noted. Review of the history device records was not possible as the lot number was unkown. No root cause was determined as the broken device is not a codman device. No defects were found with the stop cock or the needless port for the eds iii returned. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.